Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked the machine and found that machine not switching on with switch and further cross-checked switch, main board and solenoid drive board but after cross check found that power supply get defective so it need to be replace, the customer not interested to replace & purchase parts and is not using machine.